Event description:
Patient underwent open reduction, internal fixation of the humerus for comminuted supracondylar fracture with plate and screw fixation on may 19, 1994on june 12 patient felt abnormal movement in the right arm. Underwent surgery on 6/15/94 to remove and replace broken plate in the right humerus and iliac crest bone graft.patient denies trauma or precipitating event.